Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, per the opinion of the physician, the root cause of the event was suspected to be twiddlers syndrome due to twisting and turning of the battery/generator in its pocket. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. ID# (B)(6).

Event description:
A barostim system was implanted on (B)(6) 2025. On (B)(6) 2026, the patient presented to the emergency room with shortness of breath, swelling and abdominal pain and an x-ray was done routinely and showed the ipg projecting over their right upper chest, extending into the right neck, with several twists and turns along the path of the lead. Around 30-mar-2026, the patient experienced tightness in their neck when they turn their head to the right and on (B)(6) 2026, they had a virtual follow up with their physician. It was suspected that the root cause was twiddlers syndrome due to twisting and turning of the battery/generator in its pocket. An x ray was done, revealing a twist in the lead. It was noted that the lead did not appear fractured and they were unsure if the device was working. The patient was seen for a follow up on (B)(6) 2026 and their lead impedance was at 130. On (B)(6) 2026, a successful lead revision was done. The fractured lead was cut, and a new lead was placed to the left carotid. Per the opinion of the physician, it was suspected that that the sob may have been caused by barostim not delivering the therapy appropriately, and as of (B)(6) 2026, the patient reported that they were doing well and not experiencing sob.